Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The clinical diagnosis was reported as intense pain. The outcome was ongoing. Interventions included explanting and replacing the implantable neurostimulator (ins). The patient was scheduled for an ins replacement. The device was interrogated and it showed that the battery was depleted and unable to be charged. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the recharge process, the patient forgot to recharge. The patient stopped charging the battery and the battery went completely dead and was unable to be charged. The patient was not receiving spinal cord stimulation (scs) therapy.